Manufacturer narrative:
Maintenance/service history review conducted. Simulated use testing by a healthtronics field service engineer found no failure. Device operated within specification.

Event description:
Plugged in cryo probe. Thermocouple (t/c) shows open. Tried several different ports, open. Tried a sample probe, open. Shut down the system, tried again, open. Shut down the system, hit reset, tried again, open. Tried other ports, sample probe, open. Called help desk, suddenly a temp appeared. Started pretest, 15 seconds into the pretest, back to open. Went through everything above several more times, aborted case and doctor did a partial nephrectomy.